Event description:
It was reported that during a thyroidectomy procedure, the clips would not hold after being placed on the tissue. Another like device was used to complete the case. There was no adverse patient consequence.